Manufacturer narrative:
This supplemental MDR is submitted for the follow up information received.

Event description:
Refer to h10/h11 for follow-up information. Intuitive surgical, inc. (Isi) followed up with an initial reporter and obtained the following additional information: the thermal damage on the plastic part of the maryland bipolar forceps instrument was found prior to reprocessing. The instrument was inspected prior to use and no damage or anything out of the ordinary was found. It was unknown if the instrument was inspected after the procedure was completed. There was no injury to the patient.

Manufacturer narrative:
Based on the claim against the product by the customer noting thermal damage, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have charring and localized melting at the grip base between the grips. No pieces were missing. Upon visual inspection, there was no damage observed on the conductor wire. The instrument passed the electrical continuity test. Common causes of this failure mode are typically attributed to the user mishandling/misuse for example by insulation degradation and carbonized tissue creating a conductive path. The complaint regarding thermal damage was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. The probable root cause of thermal damage is attributed to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use. Thermal damage can also result due to inadvertent energy application from a monopolar instrument. This complaint is considered a reportable event due to the following conclusion: it was reported in central processing that the maryland bipolar forceps instrument exhibited signs indicative of thermal damage. Failure analysis found the instrument had charring and localized melting at the grip base. While there was no harm or injury reported, the failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during central processing, the maryland bipolar forceps instrument was found to have thermal damage of the resin part. There was no report of patient involvement. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.